Event description:
This report now summarizes 165 malfunction event(s), instead of 164.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. Evaluation results findings (components/results) 1 device: rod/shaft/wear problem. 4 devices are still pending evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 160 device(s) was/were functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. Evaluation results findings (components/results) 1 device: bolt / mechanical problem identified 6 devices: caster / mechanical problem identified 7 devices: caster / device migration 1 device: caster; fastener / mechanical problem identified 47 devices: chassis/frame / mechanical problem identified 7 devices: chassis/frame / wear problem 7 devices: circuit board / electrical/electronic component problem identified 1 device: circuit board; connector/coupler / electrical/electronic component problem identified; mechanical problem identified 4 devices: fastener / device migration 1 device: fastener; socket / device migration; mechanical problem identified 1 device: fastener; socket / deformation problem; device migration 1 device: hydraulic system; tube / deformation problem; mechanical problem identified 1 device: pin; spring / dust or dirt problem identified 2 devices: rod/shaft / wear problem 1 device: rod/shaft / device migration 17 devices: rod/shaft / deformation problem 5 devices: rod/shaft / mechanical problem identified 1 device: rod/shaft; tube / deformation problem; wear problem 1 device: rod/shaft; tube / deformation problem; mechanical problem identified 3 devices: spring / device migration 1 device: spring / wear problem 2 devices: tube / deformation problem 19 devices: weld / deformation problem 1 device: caster; fastener / device migration; mechanical problem identified 1 device: fastener; socket / device migration; dust or dirt problem identified 1 device: tube / dust or dirt problem identified 3 devices: socket / mechanical problem identified 1 device: chassis/frame; fastener / mechanical problem identified 1 device: rod/shaft / dust or dirt problem identified 1 device: spring / dust or dirt problem identified 1 device: rod/shaft; spring / deformation problem; device migration 1 device: caster / deformation problem 1 device: socket / wear problem 1 device: weld / wear problem 1 device: socket / device migration; dust or dirt problem identified 1 device: tube / device migration 1 device: circuit board; computer hardware; connector/coupler / electrical/electronic component problem identified 1 device: clamp; weld / deformation problem; mechanical problem identified 1 device: rod/shaft / deformation problem; wear problem 1 device: cable; mechanical/structural; circuit board; connector/coupler; controller; hydraulic system; transmitter / electrical/electronic component problem identified; mechanical problem identified 1 device: circuit board; controller / electrical/electronic component problem identified; wear problem 1 device: bearings / wear problem 1 device: pin / wear problem 1 device: cable; electrical / electrical/electronic component problem identified 4 devices are pending evaluation. Evaluation results findings (components/results) 4 devices: insufficient information / results pending completion of investigation there was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1-december 31, 2025. This report summarizes 164 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. There was 1 event with patient involvement; the patient experienced a bruise/contusion and laceration(s).